Manufacturer narrative:
Block h6: problem code 1212 for the reportable event of suture stuck inside the ligator cap. Block h10: investigation results the returned speedband superview super 7, an extension tube and the ligator head were analyzed. A visual evaluation noted that the crimp was not present on the tripwire and there was evidence that it was mechanically cut. The trip wire was secured in the handle assembly slot when received. The ligator head found all seven bands present and the bands were attached to their original positions. It was also noticed that the ligator teeth were in good condition and did not show damages. Additionally, it was possible to observe that the suture was cut likely by a sharp tool and the other section of the suture was attached to the ligator head. The suture hole was noted to be in good condition, no damages were observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6), 2019. According to the complainant, the bandage was found inside the ligator cap. Repotedly, an attempt was made to remove the suture inside the ligator cap and the device was unable to be used. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2019. According to the complainant, the bandage was found inside the ligator cap. Reportedly, an attempt was made to remove the suture inside the ligator cap and the device was unable to be used. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.